Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). One unused product was returned. Based on reported issue claiming a leakage in cuff inflation system. Under visual inspection the air bubbles were found in the needle hub. Some larger air bubbles reached as far as inside the syringe barrel. The reported event was confirmed. The root cause of the reported issue was undetermined.

Event description:
It was reported that during pre-use check, air bubbles were found in the needle hub. Some larger air bubbles reached as far as inside the syringe barrel. No patient injury.